Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported two laser vision correction patients were left undercorrected following a procedure. Additional information has been requested. There are two related reports for this facility. This report addresses case one and another manufacturer report will be filed for case two.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).